Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the patient had a urinary tract infection (uti) along with sleepy/lethargic symptoms. The patient was given narcan and he woke back up again and now was sleepy again. No additional plans were. It was unknown whether the uti was related to the pump device/therapy but the patient had said that the pump hasn't been filled in years. No further information was provided and it was unknown what the outcome was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.